Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to intermittent noise were observed. The noise was reproducible with isometrics and pocket manipulation. It was noted that there have been recent high capture threshold measurements and a history of varying r-wave amplitude measurements. The lead was capped and replaced. The patient was doing well post-procedure.